Event description:
Report received of a "shattered" glass evacuated container/bottle. It was reported that a pt with a diagnosis of polycythemia was having therapeutic phlebotomy. This procedure was done in the outpatient lab, and the pt was having 500cc of blood drawn into the empty glass evacuated container to be discarded. The pt had a butterfly needle connected to IV tubing which emptied directly into the glass bottle. The facility has been using this set-up for approximately three years. It was reported that after 450cc of blood was drawn into the glass bottle, the bottle "spontaneously shattered, and blood sprayed all over the room". There was no reported blood contamination or injury to pt or staff members due to broken glass. The pt did not require any further blood draw. There were no reported adverse pt effects. Additional info was requested, but no further info was provided.